Event description:
It was reported that a user on the ilet experienced elevated morning glucose after a trainer-assisted change to target glucose settings and requested to revert to the prior target. Symptoms included hyperglycemia reaching a peak of 239 mg/dl. Outcomes included user inconvenience and need for troubleshooting. Investigation included customer-care troubleshooting and education focused on therapy settings and use of the system. Investigation of this case revealed no confirmed device malfunction, and the event was associated with therapy parameter changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.